Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A medwatch form with uf/ importer report # (B)(4) was received on 03mar2021 with the following information: lumbar drain (ins5010) was placed in preparation for thoracic endovascular aortic repair (tevar) procedure. Following procedure, the physician's assistant removed the lumbar drain and this was complicated by fracture of the lumbar drain with the retained portion jut below the skin. A CT scan was completed showing the retained segment. The female patient returned to the operating room for removal of the retained drain segment. Additional information has been requested.

Manufacturer narrative:
Hermetic lumbar catheter (product ID (B)(4) ) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.